Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to upgrade the system to application version 2.1, on the 2nd cd, the system would display an error message stating "there has been an error copying files, the application will exit now". This same set of cd was successfully installed on another system earlier that morning. The medtronic representative (rep) confirmed the system was running os 2.0.3. There was no patient involvement. Additional information was received. The medtronic representative (rep) tried multiple times event happened after 2nd cd every time.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735740, software version 2.1.0 h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. Codes b01, c19 and d14 are applicable to this analysis. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.